Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that everything was fine until december. Now the patient has no paresthesia and more pain again.  We tried to find the reason. Controlled the ins, no problem at all. Controlled the electrodes,  can't see a problem there. There was no paresthesia when stimulated with 10.5 v. The surgeon made pictures: normal position of the surgical lead and normal location of the ins. Cannot find a reason why there was no stimulation at all. A recharger was ordered to reset the ins, if possible the manufacturer representative will meet the patient again to do this on (B)(6) 2021. No surgical intervention occurred. The patient was alive with no injury. Additional information was received reporting that there was no specific date of when the patient started to not feel paresthesia and have pain. A reset with an recharger was made and also we tried to get other dates with the new tablet programmer, but nothing changes anything. Maybe the surgeon will plan an operation, to test the lead without the connector and the extension to see if there is something damaged. Its not foreseeable if the surgeon will explant the product at this time.